Event description:
The reporter indicated that the lead was inserted in to the header and the cap screw was tightend. Immediately post op, the patient received three shocks.the patient was returned to the operating room and the lead connection was checked. Silicone was applied and the lead was re-inserted.

Manufacturer narrative:
The reporter indicated that the patient came in for a follow-up visit on april 11, 1997. His telemetered impedance was measured at 359 ohms. At implant, pacing lead impedance was at 760 ohms.